Event description:
Patient was revised to address non-union. The femur was malaligned and loose. The junction between the femur and rod broke secondary to the non-union. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
The products were not returned for examination. Product information required for retrieving the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.